Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to an extremely fuzzy towels or gauze lint adhered to the endoscope or air/water (a/w) button, which resulted in the lint entering (a/w) channel while reprocessing or insufficient reprocessing or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The distributor reported on behalf of the customer, the inside of the nozzle on the gastrointestinal videoscope, which was kept for repair due to poor air supply and water supply, was clogged. The clogged nozzle was found during inspection and repair. The intended diagnostic procedure was completed with the same device with no surgical delay. It was unknown if the scope had been inspected prior to use. The scope had been manually cleaned with a cleaning agent and unknown disinfectant. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the product return date. See updated section d9.